Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that when they replaced the power board the unit is okay and when they disconnect the turbine driver board the 48vdc voltage returns to normal. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported alarm/neb/110% o2/lock/on/dc do not blink when led test is done. Turbine motor fault issue is also present. When alarm motor fault occurs, the 48v dc drop down to 5.7v .the reporter confirmed that there is no patient involvement associated on this event.